Event description:
The doctor claims that during the procedure the graft seemed not to be pre-clotted. There was no injury or complication to the pt. The pt's preoperative condition was o.k. The graft was taken from its package, trimmed and implanted. The graft was implanted for an aorto-bifemoral procedure. The graft leaked approximately 500ml of blood from its entire surface. The doctor elected to preclot the graft to stop the leakage. The graft then became blood-tight. The graft was left in. The pt is alive and well. The graft is (still) working 5 days postoperatively.